Event description:
Same case as MDR ID# 2134265-2013-05750. (B)(4) study. On (B)(6) 2012, two promus element stents were implanted in target lesion #1. Target lesion #1 was a 2.5x52mm, eccentric, de novo, 90% stenosed lesion was located in a severely calcified and severely tortuous calcified proximal left anterior descending (lad) artery. The lesion contained a > 45 degree, <= 90 degree bend. Target lesion #1 was pre dilated with an unspecified balloon catheter. Two 2.50x28mm promus element stents were expanded at 16 atmospheres and implanted in the target lesion. Post dilation was done with an unspecified balloon catheter and residual stenosis was at 0%. Patient was then discharged on (B)(6) 2013, coronary restenosis was found in the proximal lad. After seven days, the subject undergone coronary artery bypass grafting (CABG) to treat the event and it was resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).